Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported a bent cannula and had high blood glucose (581 mg/dl) and diabetic ketoacidosis. The patient had been using multiple daily injections for high blood glucose. The patient reported insulin was not coming out of the cannula because it was bent, and patient fell and was hit on the head. The patient was hospitalized for diabetic ketoacidosis and high blood glucose level. The patient had ketones but was not life threatening as per health care professional. The patient was using the same cartridge and infusion set was still connected to the pump and patient had insulin drip as a corrective treatment in the hospital which resolved the issue. The patient was hospitalized for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.